Event description:
It was reported that the pt complained of dyspareunia after implantation of an elevate anterior graft. On examination "eyelets" were felt and the patient complained of pain at this site. No add'l patient complications have been reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow up report will be sent.